Manufacturer narrative:
Touchscreen was verified. Settings issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer's blood glucose was 210 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.